Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was reported that the customer experienced an elevated blood glucose (bg) level of 650 mg/dl with a small ketone level. The customer required assistance addressing bg level with a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.